Event description:
Patient is reported to have developed a blister on his left calf, approximately 1 cm in diameter, following treatment with a anodyne professional system, administered by a healthcare professional. Patient treated the blister with an over the counter ointment - bacterin, and is healing.

Manufacturer narrative:
The unit involved in this complaint was returned for evaluation, and duty cycle failure was detected. The design and functionality of anodyne's device does not suggest that there is an anticipated or "usual" frequency and severity of occurrence for the incident reported in this MDR.